Event description:
An intenal review revealed that this product was removed for infection and discarded by the hospital. This device was part of a system removed for infection. Please reference lexos dr-t, sn: 79843136, MDR# 05-0111 for additional information.